Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection, a transmitter voltage test, and a nordic bluetooth device pairing test were performed and the transmitter passed those tests. The transmitter failed a global transmitter final functional test. The data log was reviewed on 04/04/2017. The complaint of inaccurate cgm values was confirmed via data. A root cause could not be determined.